Event description:
It was reported that there is a mechanical problem with the film door on the 2800 system table. System is displaying a door open tower. No patient injury has been reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjustment made to the magnetic switch on the door. After adjustment, the system was tested and found to be working as intended and placed back into service.